Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the first stimulator was implanted in 2016 and then in 2018. The patient stated that she was having trouble and a manufacturing representative came to check the implant with a clinician programmer at the health care professional's office and told the patient that the wire had just snapped. The patient confirmed that was why the patient got a second implant in 2018. The patient mentioned that she was told that she could either have the implant taken out or have it done over again, and if she took it out, she would have the same thing happen to her. The patient clarified that she meant she had both the lead and the implant replaced with her current lead and implant. There were no further symptoms or complications reported or anticipated. Refer to (B)(4) regarding the patient programmer issues.

Event description:
Additional information was received from the patient. They reported that their ¿wire broke,¿ on their previous implant in 2018 so they had to get a new implant. The patient stated their health care professional (hcp) told them that from that implant, they¿d ¿left the little piece¿ in the patient but stated it wouldn¿t hurt. The patient stated that if they wanted to have it removed, they would need to have surgery. The patient also inquired about what was left inside of them and the patient was redirected to their health care professional (hcp) to discuss this.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va17h0d implanted: (B)(6)2016 explanted: (B)(6)2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va17h0d, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported leads had broken and had revision on (B)(6) 2018. No further complications were reported/anticipated.